Event description:
Mid thigh pain due to distal stress shielding 2 years after surgery. Event detected during consultancy of patient by the surgeon and notified to medacta on (B)(6) 2015. Ref MFR.# 3005180920-2015-00029.